Event description:
It was reported that the wake button was not working. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through steps to press button, remove pump from case, and plug into a working power source; pump eventually completed startup sequence, display turned on, and wake button worked properly, with no alerts or errors found, so caller continued using current pump and was advised to call back if issue happened again, and no replacement equipment was provided.